Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately displayed a "short detected" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
A zoll field service technician evaluated the device at the customer site and the customer's report was not replicated or confirmed. The device was put through extensive testing including testing using the provided multi function cable and shorting plug via multiple short tests. The device was recertified for clinical use. No trend is associated with reports of this type.